Event description:
Customer reported a short battery life on his insulin pump. The customer also reported a loud sound when his insulin pump is rewinding. The customer's blood glucose was unknown. There was no battery related alarms found in the alarm history. It was also found the customer was not using the recommended energizer aaa alkaline battery. The customer was advised to revert to a back-up plan if needed. No additional information provided.

Manufacturer narrative:
Unit was monitored for 48 hours with multiple basal rate. No unexpected audio/beep anomaly noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Motor rewind properly, however motor was loud during rewind due to faulty motor. Pump received with minor scratched display window, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).